Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that a patient experienced lens opacity. Asc was observed. Phaco-emulsification and iol implantation was performed. The implantable collamer lens (icl) was intraoperatively implanted and removed. The problem was resolved. Reportedly, "cataract occurrence is not related to icl implantation surgery." Cause of the event is unknown.